Event description:
The customer alleges that the rt found the infant circuit with a leak from melted tubing. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.